Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of a button error alarm from his insulin pump. The customer's blood glucose level is unknown. The customer stated that he had issues with the pump buttons. The customer had to press harder for the buttons to work. The customer stated that this has been going on for about 3-4 months. The customer also stated that the act button was not working properly. Customer was advised to discontinue use of the device and to revert to a backup plan.